Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving fentanyl, dilaudid, and "a stomach settling medication, possibly zofran¿ via an implanted pump. The indication for pump use was spinal pain indications. The patient¿s representative reported that the patient¿s pump was replaced on monday. Per the reporter, the patient had been having a lot pain issues since then, partly because of the incision which she had no medication for, but the patient also claimed that her back hurt really bad as if the pump was not working. Per the reporter, the patient was currently in a nursing facility and was ¿in a lot of pain and may be delirious from it¿.